Event description:
After 34+ months of implantation, this lead was explanted because of pocket erosion and infection. Note: the pacemaker that was attached to this lead was also explanted and reported on an MDR.